Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
S/w 4.11d. Retainer ring = black. On (B)(6) 2021, the customer alleged for pump expose to moisture damage. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked battery tube threads and pillowing keypad overlay. Pump passed the displacement test and self test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found no data exist on the event date of (B)(6) 2021 due to the data starts from (B)(6) 2009 until (B)(6) 2021. However, found multiple unexpected pump errors in the pump history: pump error 63 alarm (variableinfo = 15) on (B)(6) 2020 18:19:05 and 18:29:00. Stuck button alarm on (B)(6) 2021 at 12:03:47. Pump error 53 alarm on (B)(6) 2021 at 20:04:24 (linenumber = 0, filenumber = 0) and 20:14:00 (linenumber = 1384, filenumber = 26). Pump error 4 alarm on (B)(6) 2021 at 22:52:01. Pump error 63 alarm (variableinfo = 15) on (B)(6) 2021 at 22:52:01. Pump was cut open and found moisture damage on the electronic assembly, battery tube, vibrator and keypad flex tail. No moisture damage on the motor, force sensor, keypad traces and keypad dome switched during the visual inspection. In summary, pump passed required testing. However, pump error 63 alarm, stuck button alarm, pump error 53 alarm and pump error 4 alarm found in the pump history due to moisture damage confirmed on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.